Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic was torn off and immediately removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that surgeon noticed that the haptic was torn off due to the injector. It was noticed once lens was inserted into the eye. The lens was immediately removed and surgery completed with an alternate lens.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic was torn off and immediately removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).